Event description:
Interminate high impedance, threshold on device. Lead changed 2 times - 1346t pacesetter. Intermittent threshold 0.8v, 3.6v, >8.4 device went eri when programmed to 8.4 v. External pacing was required to keep pt alive. Device changed, lead tested ok.